Manufacturer narrative:
The lay user/patient¿s meter and test strips have/has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA alleging that her onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results and erratic. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the she could not recall when the alleged meter issue began, stating that she obtained an inaccurately high blood glucose result of ¿199 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. In addition, the patient stated she obtained inaccurately erratic readings of ¿52, 130, 150 and 199 mg/dl¿ performed within 20 minutes of each other. The calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient reported that she manages her diabetes using oral medication, diet and exercise, and that she made not changes to her normal diabetes management regimen in response to the alleged inaccurate result. The patient stated that after the meter issue, she could not confirm the timing, she developed symptom of ¿heart beating fast¿. The patient confirmed that no treatment was received or required. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure, the test strips were stored correctly and had not expired. Csr noted the patient had no control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.